Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: visual and microscopic examination identified stent damage. The mid struts of the device were severely misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 80% stenosed, 2.75x23mm, concentric and denovo target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx). The lesion was predilated with a 2.5x15mm non bsc balloon and then a 2.75x28mm taxus liberte stent was advanced to the lcx; however, the device was unable to cross the lesion. The device was successfully removed from the patient and the procedure was completed at this point. No patient complications were reported with the patient¿s status listed as stable. However, returned product analysis revealed stent damage.